Event description:
It was reported that the display did not work. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a contaminated reservoir tank, cracked reservoir cover around the screws, internal rattling, corroded drain fitting, bent microswitch, worn line cord and pole clamp assembly. The serial number label is torn and placed underneath the plate clip. The customer stated problem was duplicated, unable to make changes to the temperature on the display. Damaged microswitch. The display does not function due to the disposable alarm being triggered. No action taken due to the age and condition. Device is beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.